Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable) and the belt had damaged cable or wires exposed.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204 and damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The trunk cable was cut, damaging the red, blue, and black wires in the cable. The root cause for cut cable could not be positively identified. There was no adverse event that resulted from the damaged belt.